Manufacturer narrative:
Correction: h6. Correction h11: the device was received for evaluation. During evaluation, the reported 'occlusion set error' was not reproduced. Review of the event history log for the last days of customer use identified multiple "downstream occlusion!" Alarms. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as false downstream occlusion alarms. The cause was identified to be the force sensor out of calibration and the downstream tubing guide chipped. The downstream tubing guide requires replacement and the force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump had an "occlusion set error". This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported 'occlusion set error' was not reproduced. Device was sent for downstream occlusion testing with passing results. A review of event history log revealed multiple occurrences of downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was identified to be force sensor out of calibration which requires to be recalibrated and the downstream tubing guide is chipped which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.